Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased and high thresholds which resulted in rapid battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). The lv lead and the crt-d were explanted and replaced. No patient complications have been reported as a result of this event.